Event description:
It was reported to philips that the device experienced a service required error. Further clarification was provided from the field service engineer, the error was a therapy pca failure. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all verification testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a service required error.